Manufacturer narrative:
G4: PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510k. Zoll medical corporation has not received the product for evaluation, and this complaint is still under investigation.

Event description:
Customer stated that the device displayed a windows fault and stopped working while being used on a patient. The patient was moved to another device, and there was no patient harm reported.